Event description:
Following a left renal stent procedure, while attempting to deploy an 8f angio-seal sts device to seal the arteriotomy, it was noted that some of the collagen was protruding above the skin. The user attempted to use the tamper tube to gently push the collagen below the skin in the puncture tract, however, the tract was not large enough. A small incision was made with a scalpel to enlarge the puncture tract, as the user thought this would aide in tamping the collagen under the skin. Once the incision was made, a hemostat was used to spread apart the incision at which time, the suture broke distal to the knot. The collagen and suture material that remained above the skin was removed; the anchor was not present. Examination of the suture material, revealed that the suture had been cut. Manual pressure in conjunction with a syvek patch was used to achieve hemostasis. A small hematoma was noted following hemostasis. The patient's right leg distal pulses were + 1 dorsalis pedis and + 1 posterior tibial prior to the start of the procedure and remained the same after hemostasis was achieved. The patient was monitored overnight for signs of ischemia or vascular occlusion. There were no complications overnight and the patient has reportedly recovered. A pre-placement angiogram was performed prior to deployment. It should be noted that a st. Jude medical representative was present at this event which occurred during the final deployment of the certification process.